Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion the iab would not inflate all the way. Under fluoroscopy you could see it inflating at the top and bottom of the iab but not in the middle. The iab was removed and another iab was inserted with no issue. There was no reported injury to the patient. The date of the event is unknown.

Event description:
It was reported that after intra-aortic balloon (iab) insertion the iab would not inflate all the way. Under fluoroscopy you could see it inflating at the top and bottom of the iab but not in the middle. The iab was removed and another iab was inserted with no issue. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was observed on the catheter tubing near the y-fitting approximately 74.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. We were unable to duplicate the reported problem. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).